Event description:
It was reported that a patient had constipation and a break in aseptic technique, further described as made a mistake, that caused peritonitis while using unknown pd disposables during peritoneal dialysis (pd) therapy. The patient was treated with an injection (inj) fortum (1 gm/5 days), intraperitoneally (ip), and inj reflin (1 gm/day), ip, for the peritonitis. The patient was recovering from the peritonitis event. The patient was re-trained on proper aseptic techniques.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The reported issue was confirmed to be caused by use error as there was a break in aseptic technique by the user, described as made mistake. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.